Event description:
Device 1 of 3. Ref MFR. Reports: # 1627487-2013-20602, 20603. It was reported surgical intervention to explant the pns system and ipg may be undertaken at a future date due neck pain. There is no known functionality issue with the ipg, however the pt has requested removal of all devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.